Manufacturer narrative:
Lot number ¿ the following lot numbers are included in this report: 18b053, 18d021, 18c055, 18d042, unknown lot number. For 4 of the 18 reported events, the device was received for evaluation. The four returned devices were labeled for single use. Visual inspection on the four returned devices did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of all four devices was found to be within specification. The reported condition was not verified for the four returned devices. For 8 of the 18 reported events, a photograph of the sample was provided for evaluation. Visual inspection of the photographs did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified though evaluation of the returned photographs. A batch review was conducted for all reported lot numbers and there were no deviations found related to this reported condition during the manufacture of any of the lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 18 </noe> malfunction events. It was reported that eighteen large volume infusors did not flow during infusion. Eight of the devices had been filled with flucloxacillin, seven had been filled with piperacillin/tazobactam, one had been filled with cefazolin, one had been filled with vancomycin, and one had been filled with an unspecified drug. All eighteen events involved a patient with no patient consequences. No additional information is available.